Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial in liquid with residue/debris on the product. Visual inspection found no visible damage to the lens and fiber on the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. The lens was repositioned but then the lens was also lens was also exchanged with a longer length lens implanted vertically. The problem was resolved. The cause of the event was reported as unknown.